Event description:
It was reported that the patient is from (B) (6) and is currently visiting new york on vacation. She had a sudden loss of sound from her device. She was immediately seen at a clinic in (B) (6) on (B) (6) 2009. The external equipment was examined and found to be in good working order. The clinic used back-up equipment and were able to download her programs, but she was still unable to hear. Testing was carried out and showed that the device has malfunctioned. Med-el corp carried out further testing on (B) (6) and confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.